Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room with shortness of breath, device was found to reach end of service. Patient had been lost to follow-up. Lead was capped and replaced electively during device replacement procedure on (B)(6) 2016. Procedure was completed successfully without adverse consequences to the patient. Patient will continue to be monitored with routine follow-ups. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.